Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the type of foreign material remaining in the nozzle was unknown. The foreign material was possibly not removed since reprocessing could not be conducted properly due to leakage from control unit; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: cf-180 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: cf-180 series reprocessing manual: chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle is clogged by a black rubbery material. There were no reports of patient involvement.